Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of post-operative non-union is unknown. Additional product codes for this report include hwc. (B)(4). The original implant procedure was performed on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4). Manufacturing date: june 24, 2014 - expiration date: may 31, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was also reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) revision procedure on (B)(6) 2016 following a diagnosis of delayed healing (non-union). X-ray imaging confirmed that the patient's fracture did not heal in the area where the helical blade was originally placed. During the revision, all of the originally implanted hardware, including the nail, helical blade, and distal locking screw, were removed fully intact. The patient was then revised to a total hip. The procedure was successfully completed with no reported patient harm or surgical delay. This report is 1 of 3 for (B)(4).